Event description:
Information received by medtronic indicated that the insulin pump had an open book image. The battery change alert was displayed on screen before the open book image. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump received with critical pump error (open book image) and pump error 53 on (B)(6) 2022 at 01:49:53.000, on (B)(6) 2022 at 01:51:48.000, and on (B)(6) 2022 at 01:52:23.000 noted in the formatted history file due to software error ((B)(6)). Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unable to test for battery change alert due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 26-jan-2022 in the pump history file. (B)(6) 2022 19:40:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2022 19:46:45.000 batteryremoved (B)(6) 2022 19:46:45.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2022 19:46:55.000 batteryinserted (B)(6) 2022 19:46:55.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2022 19:47:00.000 batteryremoved (B)(6) 2022 19:47:00.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2022 19:47:05.000 batteryinserted (B)(6) 2022 19:47:05.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2022 19:47:24.000 batteryremoved (B)(6) 2022 19:47:24.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2022 19:47:26.000 batteryinserted (B)(6) 2022 19:47:26.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2022 19:47:31.000 batteryremoved (B)(6) 2022 19:47:31.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2022 19:47:35.000 batteryinserted (B)(6) 2022 19:47:35.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2022 19:47:53.000 batteryremoved (B)(6) 2022 19:47:53.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2022 19:49:13.000 batteryinserted (B)(6) 2022 19:49:13.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2022 19:49:31.000 batteryremoved (B)(6) 2022 19:49:31.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2022 19:49:38.000 batteryinserted (B)(6) 2022 19:49:38.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2022 19:49:52.000 batteryremoved (B)(6) 2022 19:49:52.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2022 19:50:02.000 batteryinserted (B)(6) 2022 19:50:03.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2022 19:54:50.000 batteryremoved (B)(6) 2022 19:54:50.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2022 19:55:03.000 batteryinserted (B)(6) 2022 15:35:00.000 alarmalertnotification faultnumber = low battery alert (104) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Low battery alert (104) not confirmed. Failed batt test (58) not confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm confirmed due to software error. Battery change alert unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.